Event description:
It was reported that the patient's presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited loss of capture. No programming changes were made. No patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.